Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction/requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that the patient underwent stenting of the pre-dilated mid lad with a xience v stent. Post procedure, the patient's cardiac enzymes levels were elevated. The patient was diagnosed with a myocardial infarction. There were no EKG changed and the patient was asymptomatic other than silent ischemia. There was no treatment reported and the patient stabilized 5 days later. There is no additional event or patient information available.

Manufacturer narrative:
Myocardial infarction and ischemia, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Additionally, myocardial infarction, ischemia, elevated cardiac enzymes, and hospitalization are listed in ths risk assessment matrix as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many factors, including from a normal percutaneous coronary intervention (pci) procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.